Event description:
My surgeon implanted a medical mesh to correct an inguinal hernia. He deployed two meshes, one on the right and one on the left side of the upper groin area. The mesh devices are a c-qur atrium mesh coated with fish oil and a covidien (B)(4). Ever since this surgical procedure conducted on (B)(6), 2010, I have suffered an increasing level of pain, most so in the right groin area in the general area where the c-qur atrium mesh and covidien absorba-tack were deployed. The pain is all encompassing, perverse, remarkable and intolerable. I have consulted the surgeon three times post-surgery to voice mounting agony and considerable distress, and he is now recommending I see an anesthesiologist for possible steroid focal nerve blocks in this right groin area. The pain is intractable and growing worse by the day; it is an aching numb pain, complete with paresthesias going from the upper groin area extending into the left scrotum and left side of the urethra. Additionally, the hyper-sensitivity extends fully down the inner side of the right leg into the right foot itself, and is making it most difficult to walk without severe discomfort and pain. On a scale from one to ten (ten being extreme), the pain level is at a 9+. I had no such pain issues in my right groin prior to this hernia surgery and the above referenced medical devices, and am in terrible misery. These medical devices are relatively new I understand, particularly the c-qur atrium mesh and I believe that this device and the covidien (B)(4) have irreparably caused me to suffer from enormous chronic pain. This is intolerable and must be reported which I am hence so doing.